Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the customer answered "yes" to "any system error code 255-xx-xxx that have occurred on the bd alaris¿ system?" There was no reported patient impact.